Event description:
It was reported that the device exhibited non-sustained r-wave over-sensing via a review of remote transmission. No programming changes were made at this time. The patient was asymptomatic.